Event description:
During a remote follow-up, increased pacing impedance was observed on the right atrial (ra) lead. No intervention has been performed. The patient is stable.

Event description:
Additional information was received that isometric testing was performed and the results were normal. Additional episodes of increased pacing impedance were observed. The patient will continue to be monitored.

Manufacturer narrative:
Further information was received that the electrical anomalies observed were due to the device and there is no allegation of a malfunction against the ra lead. Please retract this report 2017865-2025-92905. The event is reported in 2017865-2025-92903.

Event description:
Additional information was received that a revision procedure was performed for the device and the ra lead was connected to the new device. Additional information was received that the electrical anomalies observed on the ra lead was related to the device. There is no allegation of a malfunction against the ra lead.